Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1cepx, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator ( ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had an infection. It was noted the patient had increased post-implant pain, had pain at the lead and battery site, and that the patient had a fall that may have led or contributed to the issue. The battery and lead were both removed and the issue was resolved at the time of the report. No further complications were reported/anticipated.